Manufacturer narrative:
Corrected data. D6b - date of explant.

Manufacturer narrative:
The reported observation of lead migration was not confirmed. The observation cannot be confirmed through electrical/mechanical testing when referencing the leads. The returned stim end lead segment and terminal lead segment passed the continuity test, and no broken wires were observed.

Manufacturer narrative:
Reporter phone number (B)(6). The event of patient thoracolumbar prodigy MRI system explanted and replaced with eterna (two leads also replaced). Was reported to abbott. The patient underwent a lead replacement. One lead was replaced due to high impedance likely due to a fracture (surgeon confirmed via x-ray). The other lead was replaced due to migration resulting in effective therapy. The patient's ipg was also replaced as it was over 6 years old. Effective therapy restored. Therapy was improved by positioning new leads to capture new hip pain that had developed since the original implant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a lead revision on (B)(6) 2025, (related manufacturer reference number 1627487-2024-12750) visual inspection indicated that one lead had migrated that resulted in complete loss of coverage. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.